Event description:
I had urinary stress incontinence and had a transvaginal mesh implant done in (B)(6) 2010. In (B)(6), I was informed that the mesh had protruded and was eroding. I underwent a 2nd surgery to remove the corroded portion of the mesh. I had a 3rd surgery in (B)(6) 2011, where a 2nd tvt was implanted because the first one was not helping the problem. At the same time, the doctor lifted my bladder, uterus and colon using mesh implants and repaired a rectocele pocket. Since the 1st or 2nd surgery - they were so close, I'm not sure at what point it happened - I developed interstitial cystitis. I am also experiencing muscle spasms and very bad scarring for which I go to physical therapy for weekly. I was not having any of these problems before the initial tvt surgery. Dates of use: (B)(6) 2010 - (B)(6) 2010 and (B)(6) 2010 - (B)(6) 2010. Physical therapy - started (B)(6) and still going weekly.